Event description:
It was reported that seven days after an uneventful novasure endometrial ablation (done on (B)(6) 2011) the pt was admitted to the hospital "very ill" and was "found to be septic". Cultures "grew out e-coli [escherichia coli]". Intravenous (IV) antibiotics were given and the pt responded well and was discharged (date unk) "without any further issues". On (B)(6) 2011, it was reported the "pt is fine". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot record reviews were unable to be conducted as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the nova sure system: infection or sepsis. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received a supplemental medwatch will be filed. (B)(4).